Manufacturer narrative:
The hemo-cath was returned for evaluation in two pieces. The lumen was cut at the hub and a small piece of the lumen approximately 7 cm in length was returned. No ID rings were present on either extension line. When flushed through the venous luer the fluid exits the venous lumen, when flushed through the arterial luer the fluid exits the arterial lumen. The condition of the returned device is not sufficient for further testing and evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number taken from the returned device. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The device was implanted for two and half years with no reported issues. A root cause cannot be determined but is not likely manufacture related. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for the return of the device sample for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Communication problem between the arterial way and venous way of the catheter. Opacification made to confirm intraluminal communication between the two vascular pathways of the catheter. Circumstances of the occurrence are not known.